Event description:
It was reported that the customer was hospitalized due to high blood glucose of 401mg/dl, and she was treated with manual injections. The nurse initially called regarding a button error alarm. Troubleshooting was performed. The caller stated that she was not holding a button down for three minutes or greater. The nurse stated that they will have the customer to follow up with more information once she knows how long the customer will be in the hospital. The next day, the customer called and stated she was experiencing headache and nausea prior her admission. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. Intermittent button press noted during testing due to corroded keypad traces. No button error alarm noted. Severely cracked case on lcd display window corners, cracked lcd window, cracked reservoir tube and cracked belt clip slot noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.